Event description:
Patient had a left knee revision arthroplasty performed. Postoperatively, the next day: the surgeon was approached by the depuy/johnson and johnson manufacturing representatives who informed the surgeon that during the surgical procedure that the manufacturer representative gave the surgical team the wrong components, that the tibial polyethylene component was not compatible with the femoral component. Depuy/johnson and johnson manufacturing representatives explained that they discussed the situation with their manufacturer engineers and that the tc3 insert was incompatible with the femoral component, which would lead to premature failure of the implant. The depuy/johnson and johnson manufacturing representatives explained depuy/johnson and johnson were in error during the surgery and they recommended the patient be returned to the operating room for exchange of the correct component to take place as soon as possible and they recommended stabilized plus polyethylene. Depuy/johnson and johnson manufacturing representatives asserted depuy/johnson and johnson accepted full responsibility and liability for this issue. The surgeon discussed the situation with the patient. The day after surgery: the patient returned to the operating room and had a left total knee revision arthroplasty-poly exchange performed.